Event description:
It was reported that during a lap tubal ligation procedure when the scope was inserted into the trocar the gasket went with it into the pt's abdomen. The missing gasket was not noticed until the case was about to be completed. The gasket was retrieved with forceps. The case was completed with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.